Event description:
It was reported that when the scalpel was used during surgery the tissue pad burned off.

Manufacturer narrative:
Final device investigation of the scalpel revealed abscence of tissue pad on the device. Typically this type of damage is found when the device is operated with no tissue between the metal rod and the tissue pad. This report is being filed as a serious injury because the complaint did not specify whether the pad fell into the pt and whether it was retrieved.